Event description:
The device was used during an unspecified procedure. Reportedly, the trocar punctured the colon and mesentery and bleeding occurred. The surgeon performed a laparotomy to correct the condition and complete the procedure. The hosp has reported the pt's condition is satisfactory.